Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported the scale required calibration, and may have been inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.